Event description:
A pt of unk age and gender present for an unnamed procedure. A pta balloon catheter was successfully inserted into the pt and inflated without issue. When the physician, who was performing the procedure, attempted to deflate the balloon, they were unsuccessful as the balloon would not deflate. The device was successfully removed from the pt. There was no harm or injury reported to the pt. The case was completed with another new of the same device.

Manufacturer narrative:
Returned for eval was one used pta catheter. A visual review of the catheter shaft noted an area of stretching approx 4.4cm from the balloon and approx 5mm in length. It was noted that the outer catheter shaft was drawn down on top of the inner catheter shaft at the site of the stretching. An inflation device was connected and an attempt was made to inflate the balloon. The balloon could only be partially inflated, due to a pin hole in the balloon approx 3cm from the tip. An attempt was made to deflate the partially inflated balloon. This attempt was unsuccessful. The complaint is confirmed. At the site of the stretching, the outer tube of the shaft was drawn down on the outer tube of the catheter shaft. It was noted that the outer shaft was drawn down onto the inner shaft, thus preventing a passageway for fluid to follow the balloon to deflate. The most likely root cause for the reported complaint is that the end user forcible removed the packing mandrel prior to use. This would cause the catheter stretching noted in the returned samples. The drawdown of the outer shaft onto the inner shaft would allow the balloon to inflate properly; however, the balloon would not be allowed to deflate due to the collapsed lumen inflation lumen. During the mfg processes all pta balloons are 100% inspected by mfg personnel and aql inspected by quality assurance for this failure mode. Each balloon is inflated, checked for leaks and then deflated. During the review of the mfg records for the reported lot, it was observed that the manufactured lots met all device specs and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. (B)(4).